Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00325.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed pod pcs and another coil in the target vessel using the lantern. While advancing the next pod pc through the lantern, the physician experienced resistance and decided to retract the pod pc. Upon retraction, it was noticed that the pod pc unintentionally detached inside the lantern; therefore, the lantern containing the detached pod pc was removed. After removal, the physician attempted to flush the pod pc out of the lantern but was unsuccessful. The procedure was completed using another pod pc, another coil, and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was undamaged. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pull wire was slightly retracted from its initial position and the embolization coil had offset winds at its proximal end. These damages indicate that the device had been forcefully retracted against resistance during use. If the device is forcefully retracted against resistance, the polymer section of the pusher assembly may likely elongate past the reach of the pull wire. If this occurs, the proximal constraint sphere may release from the ddt and allow the embolization to detach. The root cause of the resistance could not be determined. Further investigation revealed kinks on the pusher assembly. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed an undamaged and functional. During functional testing, a demonstration pod pc was able to advance through the lantern without issue. The reported resistance experienced during the procedure could not be confirmed. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00325. H3 other text : placeholder.